Event description:
It was reported that; picked up set from hospital, when checking set in noticed broken tip on trial handle. Found remnants of threaded tip in trial.

Manufacturer narrative:
Method: device history review and device inspection. Results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The slide trial handle was confirmed to have a fractured tip upon visual inspection. The tip of the handle was found in the returned trial. The returned device was greater than 6 years old at the time of the event. Conclusion: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the stryker spine instrumentation instructions indicates that the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. The returned device was greater than 6 years old at the time of the event.conclusion: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload.

Event description:
It was reported that; picked up set from hospital, when checking set in noticed broken tip on trial handle. Found remnants of threaded tip in trial.